Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, de novo lesion in the mid right coronary artery. The multi-link 8 3.5 x 12 mm met some resistance upon advancement to the target lesion. Some force was exerted to advance the stent further when the stent shaft broken into two pieces. The stent was able to be removed from the patient and another mulit-link 8 3.5 x 15 mm was used. The procedure was successful. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported detachment of the device was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported failure to advance appears to be related to the patient anatomical conditions. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the multi-link 8 coronary stent systems instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.